Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the {x} setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. Continuation of d11: product ID 3093-33 lot# v440523 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the cause of the por was the fall. The device was malfunctioning since the fall. It was noted that the lead and the device were both malfunctioning. The device was inspected in 2020-jan-07 by the hcp and the manufacturer representative and it was determined that the device needed to be replaced. The device will be replaced on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient started leaking probably a month and a half ago; this was noted to be a gradual change in their therapy. They went to increase stimulation the night before the call and saw the por message. It was noted that the last time they had adjusted the stimulation was on (B)(6) 2019; they increased it to 7.5 v on program 4 and it worked fine. Further information was reported five days later. The manufacturer representative reported that their clinician programmer was showing a por message and then an eos (end of service) message when they interrogated the patient that day. They also stated that the patient slipped and fell back at the end of (B)(6) 2019 and therapy stopped working that day. It was confirmed that the patient¿s device was set to 7.5v, which may or may not have attributed to eos. The rep was going to discuss the eos with the patient. Additional information was received from a manufacturer representative. It was reported that the patient stated that they fell in the month of (B)(6) and ever since then their symptoms had returned. The eos was determined during the patient check, but the cause could not be solidified. In order to resolve the issues, the patient will be scheduled for a full replacement, which their healthcare provider discussed with them. No further patient complications are anticipated or expected as a result of this event.